Event description:
It was reported that the patient experienced urinary tract infection by using the magic 3 go male catheter. Doctor took the sample and gave script to clear. Per customer contact via phone on (B)(6) 2021, the patient stated that the urinary tract infection that the patient has was not from the catheters so the patient has no complaint. The patient has other issues going on that caused the infection. The patient stated that the doctor prescribed cephalexin for the urinary tract infection.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced urinary tract infection by using the magic 3 go male catheter. Doctor took the sample and gave script to clear.